Event description:
Update 5/19/15 - pfs and medical records received. After review of the medical records for MDR reportability, the lot number is being added to the femoral head. The complaint was updated on: 6/11/2015.

Event description:
Litigation alleges the patient suffers from pain and discomfort. Update 4/6/2015 -pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pain, synovitis, increased metal ions, and mild osteolysis. Lab results from (B)(6) 2014 indicated the chromium level was 18.9ppb and the cobalt level was 43.6ppb. The part/lot is being added for the liner. Part number for the head(lot isn't legible) and stem is also being added to the complaint for the high metal ions. The complaint was updated on:4/22/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.